Event description:
A us distributor reported that a battery charger was displaying an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (displays error code when charging battery pack) was due to contamination on the battery board pca. Additionally, the l4 inductor being damaged and knocked off the bedside board. Charger will not charge a battery. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged l602 inductor could not be positively identified.lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damage charger.